Manufacturer narrative:
Device evaluation: the lens was returned in a vial. Visual inspection of the returned product found no visible damage to the lens. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, diopter -9.00 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a longer lens due to the patient experiencing low vault. The problem was resolved. The lens has not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the lens was returned in a vial. Visual inspection of the returned product found no visible damage to the lens. Claim # (B)(4).